Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed displacement test. No pump error 3 or 54 alarms noted during testing or in the pump trace download. Pump error 25 alarmed while monitoring and pump error 75 alarmed during self test, problem isolated to electronic board stack.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarms. Customer's blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer stated that they are able to rewind the insulin pump. Customer performed self test and it was passed. The insulin pump will be returned for analysis.